Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited noise and oversensing, noted on an electrogram. The noise was unable to be reproduced with pocket manipulation or left arm movement. There were inappropriate mode switching episodes as well. The lead was capped and replaced on (B)(6) 2019. The patient was stable.